Event description:
A surgeon contacted a depuy mitek employee stating he had four versalok post-op pull-out's. In this particular complaint, the patient is a male, non-smoker, bone quality average, not a laborer, and no issues which should impede healing. All four patients present approximately 12-16 weeks post-op. Revision surgery for the above patient will take place in 2008. Additional details about this event on the same day the patient underwent a "diagnostic scope" and ancillary testing, c-arm, x-ray, also some "bursa sack ablation" to facilitate viewing. The surgeon stated that although the patient had presented with pain and the prognoses was that the versalok had most likely failed, he observed that although it had come ever so lightly proud, the cuff was healed and was not the source of pain. He found that a spiralok anchor (undefined) that he had used for a "bicep tenodeses" during the original cuff repair had some problems (undefined). At this point, the surgeon feels that the spiralok anchor is the source of the patient's discomfort. At this point in time, this is all of the information that has been supplied to the mitek complaints department afrigault the same day 11:33:37. Also see associated mdrs 1221934-2008-00137, 1221934-2008-00138, 1221934-2008-00139.

Manufacturer narrative:
The process of information gathering is on going at this time. When all that can be had is had and is evaluated, the results will be reflected in a follow up report.